Event description:
Report received from (B)(6) states: "the cutter was not cutting. It was replaced interoperability. There was no pt impact."

Manufacturer narrative:
The product has been received for evaluation. The evaluation has not been completed.